Manufacturer narrative:
Investigation: despite our requests, no information have been forwarded to the manufacturer. Without the device, nor the batch number, nor information about the implantation procedure, no thorough investigation can be performed. No conclusion can be drawn. It is worth noting that the celsite st501 access port, reference 4437022 is not cleared in the us, but this device is similar to the reference 05437025 (k130576).

Event description:
Access port ascents to the surface of the skin.